Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation of the clip delivery system (cds)(00210u131), the handle made a grind noise and felt loose. Troubleshooting was performed however unsuccessful therefore the cds was not used. Two clips were implanted without issue. Although visualization was difficult, a third clip was deployed. After deployment of the third clip, it detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the procedure completed with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for single leaflet device attachment could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.